Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide did not move forward and the cannula deployed; indicating the needle mechanism did not function as intended. The patient's blood glucose rose to 20 mmol/l (360 mg/dl) while wearing the pod on the back for between 36 and 48 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received in the deployed position. Attempts to retrieve data from the pod were unsuccessful. Without the data, it could not be determined when the needle deployed. Inspection of the needle mechanism assembly found no damages or deficiencies that would cause the reported unknown needle mechanism failure. Inspection of the bottom housing and environmental seal found no damages or deficiencies that would cause the reported unknown needle mechanism failure.